Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2021-14657. Reference MFR. Report#: 1627487-2021-14658. It was reported the patient had been unable to receive effective therapy due to high impedance being present on their leads. As a result, of one model 3186 lead and one model 3286 lead was explanted and replaced two percutaneous leads to provide resolution. Note: two model 3186 leads are being reported because it's unknown which lead was replaced.